Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a failed battery test and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to inspect battery compartment and spring for corrosion. The customer found neither compartment nor spring are damaged or corroded. The customer stated that there is a little crack above the threads and slight damage on the battery compartment. The insulin pump will be returned for analysis.